Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory manual testing was performed. The results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: suspected of false positive. What confirmatory testing was performed that determined the false positive result? Manual test. Were any erroneous results reported to the doctors? No, this result has not been reported to the doctor.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory manual testing was performed. The results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from korean to english: suspected of false positive. What confirmatory testing was performed that determined the false positive result? -manual test. Were any erroneous results reported to the doctors? -no, this result has not been reported to the doctor.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and installed shorting boards. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was worn rack offline issue. CAPA (corrective and preventive action) 410111 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure.